Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer was receiving no delivery alarms, was having trouble pushing the buttons, had scratches on the pump, fogginess in the screen, a rainbow effect in the screen and having to change her batteries 2-4 times per month. They had a blood glucose level of 116mg/dl. Trouble shooting was done. Pump is not being returned. No further information available.